Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, thrombosis occured and post procedure, the pt died. The 85% stenosed lesion being treated was located in the moderately calcified, mildly tortuous proximal left main (lm) and circumflex (cx). Rotablation with 2 burrs (1.50mm and 2.00mm) of the proximal lm and proximal cx followed by successful pre-dilation of that same area with a 3.00x10mm flextome cutting balloon was performed. Then the physician deployed a 3.00x20mm taxus express2 drug eluting stent, inflated to 16atm for 30 seconds. Ivus, post stent implantation, demonstrated mild malposition with mild under expansion proximally. The lesion was post dilated with a 3.5x8mm quantum maverick balloon, inflated to 14 atm for 30 seconds, appeared to further expand and appose the stent sufficiently, angiographically speaking. Medication: angiomax. The physician communicated to the pt that they were about done when the pt complaint of the room spinning. Angiography demonstrated a thrombus within the margins of the stent. Dilatation of that area, followed by another angiogram demonstrated that the thrombus had now migrated distally and saddled itself across the mid cx and obtuse marginal (om). The om was then wired. Guide wires were placed within the cx and om to protect the vessels from closing down. Aspiration of the clot with a non-bsc catheter was initiated. However, prior to the aspiration taking place, the pt fibrillated. A cardiac arrest code was initiated within the cath lab and the pt underwent CPR and a series of defibrillation over the course of the next 80 mins while they worked to remove the thrombus, restore flow and a sustainable blood pressure. The pt was intubated and an aortic balloon pump was inserted. A slow but constant cardiac rhythm was restored with a blood pressure of 75/40 at roughly 80 mins post arrest, and the pt was then removed from the cardiac cath lab. The pt was to go to the ccu but was instead sent to cat scan for a CT of her abdomen after noting that it was now "hard" and the fear was that she may have a retro-peritoneal bleed. While in CT, the pt arrested again and was brought to the ccu for monitoring and care, where she again arrested and was sent to the or for emergent abdominal exploration for the retro-peritoneal bleed and possible cardiac bypass surgery. After many attempts and continued deterioration of the pt's status, the decision was made to discontinue efforts and the pt expired. The documented cause of death is cardiac arrest.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.